Event description:
It was reported that the patient's implantable neurostimulator (ins) has been found to be turning off and the patient's ticks return. This has happened a couple of times over that past 1.5 months and again 3 weeks later. It has usually only been one or the other device but the last time both inss were off. The manufacturer representative (rep) reviewed possible electromagnetic interference (emi). Patient is in a hospital type bed but has had same bed for over 2 years. Patient also has an external pump for pain that sits by bedside. Agent discussed ins battery level and if get to 0% then therapy shuts off. Patient's mother states the patient charges their inss at least every other day as the patient doesn't like battery level get below 75%. Rep confirmed ins battery level was 75% today. Additional information received from the manufacturer¿s representative (rep) reported the cause of the event wasn¿t determined; the patient or their family member were going to call back if it occurred more frequently. The report of emi or source of emi wasn¿t determined or confirmed. Due to the issue not being bothersome or concerning at this time the patient chose not to take any further actions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.